Event description:
This is submitted to report the resistance noted with the steerable guide catheter during insertion during removal of the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. After insertion of the clip delivery system (cds 10339865/(B)(4)), the cds was accidently pulled back and met resistance with the steerable guide catheter (sgc). The clip arms were fully closed. It was confirmed that the resistance during removal was due to the cds becoming caught on the sgc soft tip, and there was no damage noted to either device after removal. A new cds was used successfully with the same sgc, and the mr was reduced to 1-2 with implantation of one clip. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for clip becoming caught on the sgc soft tip, resulting in difficulty removing the cds from the sgc can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology), user technique or procedural conditions (unintended curves on the device during advancement/removal). With respect to the procedural conditions and/or user technique, clip getting caught on guide resulting in difficulty removing the cds from the sgc can be influenced by the clip not being fully closed upon removal, the orientation of the clip with respect to the guide tip or curves on the sgc applied by the user. Based on the information reviewed, the reported difficulty removing the cds appears to be related to procedural conditions/user technique. There does not appear to be any evidence of a product quality deficiency. A review of the device history record revealed no non-conformances for the lot. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.